Event description:
While training a cma to perform a waived icon mono test, the individual was attempting to attach a small black bulb to a glass capillary tube. While pushing the tube into the bulb, the tube broke in the hand of cr. The injury required cr to apply pressure to the wound on the thumb for about 5 minutes. The injury was immediately reported to the manufacturer's representative. A call was received from a customer service representative and a report was placed on file. During the report, the information regarding the discontinued usage of the glass capillary tubes was stated. The company requested that I send them this information, which was forwarded to them. About a month after that, a second injury was incurred by another staff member, hd. Upon further communication was made to the MFR concerning this injury as well. The only recommendation the manufacturer could provide was to purchase a calibrated pipette. This did not seem reasonable since it was a waive test that was being used. The last communication received from the manufacturer was that due to economic conditions there was a hold on any changes in te icon mono kit.